Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located at the proximal anastomosis of a shunt in the severely tortuous and moderately calcified forearm. The 4.0mmx40mmx80cm (4f) sterling was used and the device ruptured at 14 atmospheres on the 2nd inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling catheter with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a 30mm longitudinal tear in the balloon wall. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located at the proximal anastomosis of a shunt in the severely tortuous and moderately calcified forearm. The 4.0mmx40mmx80cm (4f) sterling¿ was used and the device ruptured at 14 atmospheres on the 2nd inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occured. The 95% stenosed target lesion was located at the proximal anastomosis of a shunt in the severely tortuous and moderately calcified forearm. The 4.0mmx40mmx80cm (4f) sterling was used and the device ruptured at 14 atmospheres on the 2nd inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.